Manufacturer narrative:
Device evaluation: the ambicor device was visually inspected. No leak was found. Both cylinders had fold wear and broken fabric threads at the corner of a fold. The cylinders were not functionally tested due to the broken fabric threads. Both cylinders had the input tube sleeves completely removed. The pump performed within specifications. The identified wear and broken fabric threads could lead to the reported events, however due to the fact that this device was attempted to be used after the use by date they will not be considered a product malfunction.

Event description:
It was reported that during an implant procedure of an ambicor penile prosthesis (app) device, when preparing the cylinders it was found that the "inner layer of the cylinder was damaged." "When we inflate the ambicor the shape of the cylinder become abnormal shape." The product appeared to be damaged upon removal. The packaging was not damaged and the sterile barrier did not appear to be compromised. The patient's surgery was completed using another device. It was further reported that there were no patient complications as a result of this event.

Event description:
It was reported that during an implant procedure of an ambicor penile prosthesis (app) device, when preparing the cylinders it was found that the "inner layer of the cylinder was damaged." "When we inflate the ambicor the shape of the cylinder become abnormal shape." The product appeared to be damaged upon removal. The packaging was not damaged and the sterile barrier did not appear to be compromised. The patient's surgery was completed using another device. It was further reported that there were no patient complications as a result of this event.